Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d1, d2, d2b, d4 (lot, catalog, UDI), d11, g5, h4, h6 patient code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being retracted since MFR#1818910-2020-19339 was found to be a duplicate report of MFR# 1818910-2017-25856. All information pertaining to this event will be reported to MFR#1818910-2017-25856.

Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Re-revision tc3 tibial component right, revision 5/9/19 gosford private dr bateman pt has ocd and walks 40 km/day started doing this day 3 post op pain increasing - tibial component loose did the patient experience a post-op device malfunction? If yes, please describe. --> tibial loosening/pain, did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --> yes, did the patient require revision surgery or hardware removal? --> yes. This pc serves to capture the re-revision due to loosening as per note a-4418332 of reference complaint. (B)(4). Doi:(B)(6) 2017; dor: (B)(6) 2019